Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing, high impedance and high thresholds. The lead was initially reprogrammed. A week later, the lead was capped and replaced. No patient complications have been reported as a result of this event.